Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she experienced incontinence. Patient wet herself during the night and couldn't get to the bathroom in time. She reached the point where it would just run out of her. She would have to change her cloths and mop the floor. Patient stated the second week in july she tried to reset it. She tried to increase the implant it just wasn't working. It kept turning off. She increased the stim to 2.0 to 2.4 and it didn't help at all. Then she went to 3.0 volts. She thought she could feel slight impulse and it helped for a couple days. But a week ago it was right back to where it was before. The patient has not felt stimulation for days while therapy was off. Patient turned the therapy on and was on program 3 at 3.9 volts. Patient could now feel the stim. The patient's indicator was for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.